Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Although the issue observed was not repeatable, the device was subjected to a test and backlash was observed in the test results. Backlash is consistent with the observed vibration-type motion. A joint was replaced and the device passed all tests. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that an instrument bedside unit (ibsu) experienced a few seconds of oscillatory motion during setup. The issue resolved itself spontaneously and the procedure was completed successfully, using the ibsu. The oscillatory motion could not be reproduced during the post-surgery inspection, nor was it observed in three consecutive procedures. At the time of this report, no further information has been provided.